Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an inflammatory response due to the infusion set site. Blood glucose (bg) level was elevated (400 mg/dl), and the customer tried to deliver a correction bolus to address bg level, but received an occlusion alarm. Customer indicated that the occlusion was likely due to the inflammatory response. The customer went to the hospital and an intravenous drip of insulin was administered to address bg level. The customer was released from the hospital on (B)(6) 2017. Multiple attempts were made by tandem¿s technical support (cts) to obtain infusion set information; however, no additional information regarding this event was provided.